Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion set was not sticking to the patient's skin. The reporter stated the infusion set falls off the patient's body "very easily". No adverse event reported. Return of the suspect device was requested for evaluation.